Event description:
The patient reported low battery message that occurred a night prior to this call on their programmer. The patient also mentioned that she had breathing problems. The patient would be moving to a different state and was advice to see current representative or health care with checking to the low battery. It was later reported on (B)(6) 2015 that implantable neurostimulation depletion was premature. The depletion rate was abnormal. The reporter indicated that the health care provider thought it depleted "much earlier than expected." Thought it would be 3 years or possibly up to 5 years. It was indicated that the device was replaced on the day of this call. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v908138, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).